Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the cause for the valve malposition cannot be confirmed; however, the edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien xt valve in a previously implanted mitral surgical valve is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to manage the sapien 3 valve in this scenario. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transeptal procedure in the mitral position within an existing bioprosthetic valve, during inflation the delivery system moved farther into the left ventricle and the 23mm sapien 3 valve landed too ventricular (95% into the ventricle). The patient was stable during the procedure. As reported, an existing bioprosthetic valve was in a canted position and was not favorable for positioning of the sapien 3 valve. There was small space between the septum and the valve and during inflation the delivery system balloon moved ventricular due to septal puncture and angle into the mitral valve. The valve landed more ventricular and did not fully embolize, but was not functioning appropriately due to the low positioning. There was a possibility the valve would embolize with any movement or with the removal of the wire. To ensure the valve remained in stable position the wire was left in the valve until the patient was surgically opened and the valve was able to be removed successfully. The patient was placed on bypass and a decision was made to perform an open procedure before the valve fully embolized. Both sapien and existing mitral valves were removed and a surgical valve was implanted. Of last communication the patient expired 4 days post surgical valve procedure. The family decided to withdraw care.